Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported implant discolored (milky, cloudy, foggy). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ product discolored: not observed. As per the investigation procedure deformation and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional later reported right side milky, cloudy, foggy, and interesting field. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.